Event description:
Event: istent implantation problem: persistant high pressure, bleeding and inflammation resulting in permanent blindness 3 weeks ago had istent and cataract surgery by dr (B)(6) in practice (B)(6), on pod1 could not see anything, now can see handmotion only in her right eye. Was told that there was blood behind her eye but feels that it will improve and vision will get better. Persistent high eye pressure near 40 for last 3 weeks yet has already advanced glaucoma. On ultrabiomicroscopy, a malplaced istent could be seen that it lodged in the ciliary body band likely causing continuous arterial bleeding and chronic inflammation. On our exam the optic nerve damage was nearly 100% and the patient will likely not recover useful vision. Patient had to be urgently scheduled for istent explantation with us and ab interno trabeculectomy with same session glaucoma drainage device implantation. Had istent placed at time of ce iol. Has had pag ou for about 15 years lumigan, azopt, timolol.